Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage were performed, and the results were satisfactory. Priming was performed and no defects were observed. Functionally test was performed, and the set worked according to requirement. Additionally, the sample was left running for 24 hours for a simulated use test and the results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked out of the y site ports. This was identified during patient infusion with fish oil lipids. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.